Event description:
A patient reported blood glucose results of "308mg/dl, 108mg/dl, 206mg/dl, and 268mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.